Event description:
Complaint # (B)(4).

Manufacturer narrative:
It was reported that the bent detected (metal spiked) on guide wire. Customer checks the guidewire before treatment and feels a crease on it. However, customer decides to proceed, feels resistance when inserting the guidewire to the blood vessel and continues. The bent was found after removal of the guide wire off of the patients blood vessel. No harm or death to any person was reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2024-09-24. A visual inspection was performed on the received product and, it was found that the j-tip of the guide wire was severely deformed in 2 places, at the 2nd bend, 2 small gaps were found in the spiral of the guide wire. The wire core protrudes from one of the two gaps. Further, it was observed that the entire guide wire has several slight and strong kinks. Based on this information, failure could be confirmed. The deformation of the tip may lead to the conclusion that this part of the guidewire got stuck in the needle tip (while advancing through the needle), then broke off when it was drawn out and at the same time the spike was created through the rupture. If the needle is overbend while advancing the guidewire in the right position in the vessel, the possibility to damage and kink the guidewire over the sharp edge is probable. Based on the investigation results, exact root cause could not be determined. However, the overall summary of the observations from the lab images lead to the conclusion that the most probable root cause of this guidewire complaint was created by a mishandling of the operator while inserting or retracting the guidewire through the needle tip. Furthermore, the reported failure could be linked to the risk assessment file of the product and possible causes are; user: application of damaged product, user error: user does not remove the puncture needle before the guidewire is retracted for repositioning, manufacturing: materials, components or device compromised during production, material: use of unqualified materials. The production history record (DHR) of the affected pik 150#insertion kit with lot# 3000373781 was reviewed on 2024-07-04. According to the DHR result, the product pik 150#insertion kit passed the defined manufacturing and final release specifications. The corresponding guidewire batch passed all mechanical (tensile) and dimensional measurements (e.g diameter and visual inspections) without deviations. The incoming inspection report of the affected component guide wire (batch # 3000193483) was reviewed on 2024-07-08. The guide wire was checked for the guide wire regarding shapelessness/crimp in the area of tip. There shall not be any openness between wires. Also, the outer dimension was controlled according to the specified limits. All tests were passed as per specifications. Further, the non-conformity record review was performed for the related components, and there could not be found any nc record. Corresponding bops are in place and covers the visual control points. Based on these, material related influences are unlikely. Further, getinge medical affairs consulted a medical evaluation, a questionnaire was shared with customer and an evaluation was performed by medical affairs based on the provided information within the complaint, lce report and questionnaire: according to the customer response, the incident involved a pik150, which exhibited visible damage before or during use. Despite the apparent damage to the affected device, the customer decided to proceed with using the pik150 on the patient after conducting a flexibility test. However, in section 7, "application" of the instructions for use (IFU), there is an explicit warning against using a damaged pik. The use of a catheter that is already damaged may lead to further damage during application, as additional force is exerted on the pik. 7 application warning! Damage to the device or packaging. A non-sterile or defective device can result in patient infections. -perform a careful visual inspection of the sterile packaging before use. Pay particular attention to moisture, openings and soiling. -perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. In conclusion, the evidence provided neither confirms nor excludes a component failure or material weakness in the affected pik150. With the available information, it was not possible to determine a definitive root cause for the reported metal spike on the guidewire in this complaint. Nevertheless, the use of a guidewire that was already damaged prior to application, as described in the IFU, should be avoided, and may have contributed to the damage observed in the affected pik150. Since all indicators mentioned in the laboratory investigation report point to user mishandling as the cause of the guidewire spike and the corresponding incoming inspection reports does not indicate any failure related to the material, it must be assumed that the product functioned as expected and as designed. Based on the provided the manufacturing documentation by supplier, material influence could be excluded. The incident described here may, therefore, most probably be attributable to a use error. The occurrence rate was calculated for the reported failure and product, and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the bent detected (metal spiked) on guide wire. Customer checks the guidewire before treatment and feels a crease on it. However, customer decides to proceed, feels resistance when inserting the guidewire to the blood vessel and continues. The bent was found after removal of the guide wire off of the patients blood vessel. No harm or death to any person was reported. Complaint # (B)(4).

Manufacturer narrative:
The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2024-09-24. A visual inspection was performed on the received product and, it was found that the j-tip of the guide wire was severely deformed in 2 places, at the 2nd bend, 2 small gaps were found in the spiral of the guide wire. The wire core protrudes from one of the two gaps. Further, it was observed that the entire guide wire has several slight and strong kinks. Based on this information, failure could be confirmed. Further, a medical review was performed by getinge medical affairs on 2024-09-27 with following conclusion: according to the customer response, the incident involved a pik150, which exhibited visible damage before or during use. Despite the apparent damage to the affected device, the customer decided to proceed with using the pik150 on the patient after conducting a flexibility test. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint #(B)(4).